Event description:
Customer reports obtaining results of 91mg/dl and 185mg/dl on the same device within one minute. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.